Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a laparoscopic gastric sleeve with repair of the hiatal hernia procedure the surgeon fired the first firing with a black reload across the stomach. When the surgeon observed the staple line; the innermost row on the patient side had unformed staples with open ends. The surgeon stated that he pulled up on the tissue and there were three unformed staples in a row. He completed the procedure with black reloads,20 vicryl-suture and imbricated the tissue. The first and second firing with the black reloads were difficult to fire. The first reload was the only one that had issues with the staples. There was no buttressing used. When the surgeon was performing the procedure it was noted that since the previous procedure for hiatal hernia repair with a nissen fundoplication procedure the patient had experienced reoccurring reflux. The surgeon stated that there was significant lysis of omental adhesions that were taken down and the liver and stomach were adhered together. He could not dissect the wrap of the stomach from the previous procedure due to there was no tissue plane to remove the wrap. He completed the procedure with the device. The tissue was very inflamed at the site. The reload is returning and the device was discarded. At this time the patient is still hospitalized.